Event description:
It was reported by the sales rep the device was used during a laparoscopic nissen fundoplication. The surgeon started using the lcs5k and then decided to open pt based on anatomy. After he opened the pt, he continued to use the device in question. Rep left case after 45 minutes and everything was going fine. After the rep left the surgeon then cut and coagulated a short gastric vessel, and it began to bleed and retracted into the spleen. Surgeon had to do a splenectomy to control the bleeding. 07/14/98 medwatch #390050-1998-0082 received stating "a 38 y/o female with gerd presented for anti-reflux procedure. Underwent laparoscopy with conversion to open nissen. During dissection with new 5 mm harmonic scalpel, last short gastric artery transected and retracted into splenic hilum. Unable to control bleeding, therefore spleen was removed.